Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead had exhibited noise anomaly. This rv lead was surgically abandoned and was replaced with different model. No additional adverse patient effects were reported.